Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 7 of 7. Reference MFR. Report: 1627487-2018-07235, reference MFR. Report: 1627487-2018-07236, reference MFR. Report: 1627487-2018-07237, reference MFR. Report: 1627487-2018-07238, reference MFR. Report: 1627487-2018-07984, reference MFR. Report: 1627487-2018-07985. Follow up information identified the patient experienced later issues with the incision site of the extensions re-opening, also. It is unknown if there was an issue at the ipg incision site, as well. As a result, the physician explanted the patient¿s extensions and the ipg. The patient¿s two extensions and ipg have been added as additional devices at this time.